Manufacturer narrative:
One device was returned for analysis of complaint that the blockage alarm occurred. There has been no repair request in the past one year. Review of event log found "high pressure" alarm recorded in the event log multiple times. The root cause of the event was an anomaly in the component (the downstream occlusion sensor).the device was returned to the customer with no repair provided at their request.

Event description:
It was reported that the blockage alarm occurred. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.